Event description:
Pt underwent revision surgery; broken screw, did not achieve fusion. Initial surgery: in 2005, at hosp and medical center / dr. Revision surgery: in 2007 at hosp / dr. Pre-operative diagnosis (2007): pseudoarthrosis lumbar spine, l5-s1 with fractured hardware. Post-operative diagnosis (2007): pseudoarthrosis lumbar spine, l5-s1 with fractured hardware with evidence of pseudoarthrosis at l5-s1 and left sacral screw fracture and loosening of right sacral screw.

Manufacturer narrative:
Aesculap was not advised of the pt condition, complications, or revision when the procedure was completed in 2007. Aesculap was advised of the issue via litigation notification and immediately began compiling information in order to adequately document and investigate the issue. Once we had the required info, it was determined that this was a reportable event. The device was retained; however, it is unk if / when the device will be released to aesculap for evaluation.